Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that during the fluid/air exchange (fax) of a vitrectomy procedure a system message was displayed. The eye was stabilized and the system was re-booted. The case was completed without harm to the patient.

Manufacturer narrative:
The system was examined and the reported system message code was confirmed. However the reported code could not be replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).